Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator due to errors 48242 and 297. The system was tested and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was installed into a printed circuit assembly (pca) and powered on. Error 482, indicating the illuminator fan was not running and error 48244 was displayed. An "illuminator lamp failed to ignite" prompt occurred in the error logs. The light did not turn on.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the illuminator was not switching on. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the site restart the system, a non-recoverable fault 297 reported. The tse informed the customer that the illuminator is not working and advised using a compatible external light source. The customer was proceeding with surgery, with an external light source. The procedure was completed as planned with no reported injury.